Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was >3000 pg/ml. A dilution with a 1:100 ratio was performed, and the result was 2098 pg/ml. The sample was repeated due to the result not matching the clinical status of the patient.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation found the issue was consistent with improper dilution of the sample. The recommended dilution factor for the e2 iii immunoassay is 1:10. The investigation did not identify a product problem.